Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to restart the sensor when pairing is complete, and advised to patient to reset the device and turn off/on bluetooth in the smart device's settings. No additional patient or event information is available.